Event description:
On (B)(6)2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6)2024. The user reported around 12:30 pm, they began vomiting for over 30 minutes, with bg levels gradually rising, reaching 350 mg/dl by 1:30 pm. Despite efforts, their bg levels remained elevated and exceeded 400 mg/dl by 4:00 pm. The user sought care at a quick care clinic, where dka was considered, and subsequently went to the ER. The user was not admitted and was discharged the same day after receiving fluids and insulin IV. The high bg lasted over 6 hours, and no ketone testing was performed during the event. Immediate health effects included vomiting, dka, and stomach pain. They resumed using the ilet following the event.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and event data, the ilet operated as intended. This hyperglycemic event was likely caused by a failed infusion set, or some other failure along the fluid pathway resulting in insufficient insulin delivery as evidenced by multiple occlusion alarms within two hours after priming the device. The hyperglycemic event began after administering a usual meal bolus, which may have been insufficient for the carbohydrates consumed; however, there is not enough data around the context of the meal bolus to confirm this. It should also be noted that the audio setting on the device was logged as "off" which could lead to delay in therapy by the user and goes against training and labeling as well as factory default settings.